Manufacturer narrative:
Correction: upon further review, it was noted that section d4 catalog number was submitted as bg103-250 on the initial MDR but should be 23030819. Therefore, it is captured in this supplemental report. The following field has been updated accordingly: section d4: catalog number: 23030819. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: outcomes of combined endoscopic vitrectomy and posteriorly placed glaucoma drainage devices in pediatric patients. A retrospective study was done to describe outcomes of posteriorly-placed glaucoma drainage devices (gdd) with concurrent endoscopic vitrectomy in pediatric patients with glaucoma and corneal opacification. A total of 14 eyes of 10 pediatric patients underwent an endoscopic vitrectomy with concurrent posterior placement of a gdd. Implanted gdds included ahmed fp7 (2 eyes of 2 patients; new world medical), ahmed fp8 (2 eyes of 1 patient; new world medical), bv250 (4 eyes of 3 patients; abbott medical optics), and bv350 (6 eyes of 5 patients; abbott medical optics). The right eye of patient number 1 implanted with bv350 underwent exchange to bv250 due to hypotony then underwent another exchange from bv250 to fp8 due to hypotony and increased intraocular pressure (iop). The left eye of patient number 1 implanted with bv250 underwent flush of bv250 tube due to blockage. Right eye: pre-operative (pre-op) best corrected visual acuity (bcva) was 20/600, pre-op intraocular pressure (iop) was 26 mmhg; final bcva was hand motions (hm), final iol was 8 mmhg. Left eye: pre-op bcva was light perceptions (lp), pre-op iop was 44 mmhg; final bcva was hm, final iop was 10 mmhg. A copy of the article is provided with this report. This report is for patient number 1's left eye event with bv250. Separate reports will be submitted to capture patient number 1's first right eye event and second right eye event. Additional reports will be submitted to capture the other patients' events.

Manufacturer narrative:
Section b3: date of event: (B)(6) 2022 (date article was published) section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section d6b: if explanted, give date: not applicable, as there was no indication that the device was explanted. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h3-other (81):the device was not returned for analysis. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Jacobson, a., besirli, c. & bohnsack, b. Outcomes of combined endoscopic vitrectomy and posteriorly placed glaucoma drainage devices in pediatric patients. Bmc ophthalmology 22, 149 (2022). Https://doi.org/10.1186/s12886-022-02373-3 . All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.